Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap detached from the cannula tabs and missing. No other visual damages were noted. It is possible that the cannula cap detached due to excessive forces applied to the device during use. Device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis.

Event description:
It was reported that the patient underwent an unknown procedure and absorbable straps were used. It was found the the white cannula cap was disconnected from the device. There were no adverse consequences for the patient reported.